Manufacturer narrative:
The baxter technician found the wheel needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their devices. The technician replaced the wheel to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the golvo 9000 wheel came off from the lift. The bed was located at the account. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.